Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) does not charge the battery module in. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1(initial reporter, event site telephone), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found the cart wiring and connector were damaged. The cart wiring harness and cart bulk power supply were both replaced. The unit passed the performance and safety checks according to factory specifications.

Event description:
N/a.